Event description:
Boston scientific received information that this product was returned with no reported product performance issues and no reported adverse patient effects. Initial analysis completed in our post market quality assurance laboratory identified a product performance issue.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Analysis revealed the device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A review of device memory noted the device had recorded one or two faults that were most likely caused by the use of electrocautery. This device was clinically out of specification.